Manufacturer narrative:
(B)(4). . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device being used in? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue?

Manufacturer narrative:
(B)(4). Additional information: additional information received: what type of procedure was the device being used in? -intestinal anastomosis. What confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Were there any staples missing from the staple line? -not reported. What was the shape of the staples (b-formation, irregular, legs straight)? - irregular. Did the device cut? -yes. Was the cut line fully circumferential around the target tissue? -yes.

Event description:
It was reported that during an unknown procedure, staples were found irregular after the device fired. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.